Event description:
The device was returned for damaged principal component analysis port. During physical inspection, it was found that there was a detached downstream occlusion (dso) seal.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. It was found that the device downstream occlusion(dso) seal was detached. Additionally, the probable cause is due to the defective printer wire assembly(pwa). The dso and pwa were replaced.